Event description:
Vad alarmed continuously for 4 hours. Patient advised to come to ed. Vad interrogated and revealed controller backup battery fault alarm. Discussions with medtronic engineer determined that this alarm does not affect function of controller. Patient opted for controller change versus permanent silencing of alarms. Exchange of controller performed at ICU. Repair of silicone covering of the driveline performed after removing multiple layers of tape.